Event description:
Additional information was received. Product was received and product analysis was completed. Product analysis of the device did not reveal any abnormalities with the device at the time of pa. However, reedswitch malfunction was observed and confirmed by tablet data. It is likely that the reedswitch became unstuck during transit. No other relevant information has been received to date.

Manufacturer narrative:
A3. Age of patient. Initial report inadvertently left out patient age and date of birth.

Event description:
It was that the patient used the stop function (magnet) for approximately three hours by keeping his magnet over the generator while participating in sports. Since this event, the patient reported that the stimulator has stopped working. Device was interrogated the impedance was ok at 3353 ohms. An error message was seen on the display indicating that the programmed output current was not delivered. A diagnostic test was not able to be performed. The error message was 254. It was later reported that the patient's generator was replaced and will be returned to the manufacturer. The device has not been received to date. Tablet data was received and reviewed. Reedswitch malfunction was confirmed based on the data. The reed switch likely became stuck on (B)(6) 2025. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.